Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no information provided regarding whether this is a combination cataract case, or the device was implanted in the absence of cataract surgery. If this was a combination cataract case, no information is provided regarding the patient's preoperative biometry, the intraocular lens (iol) power used, or any surgical complications that may have affected iol positioning. Any of these factors could result in postoperative myopia. There is no mention of complications associated with device implantation, and no mention of device failure. Possible root cause is that myopia, caused by transient iol forward movement associated with anterior chamber shallowing, is an established risk associated with device implantation, which is clearly specified in product labeling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a microstent implantation, the patient experienced a myopic shift. The patient is three-months out. Additional information was requested.